Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels and was unsure why. The customer went to bed with a reading of 63 mg/dl and woke up with a blood glucose level of 409 mg/dl. She took 5 units of insulin and her blood glucose level went up to 449 mg/dl. Her blood glucose level kept rising and went up to 475 mg/dl. Her site was always sore or irritated. The high pressure test passed. The device was not returned.